Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture. Since the patient was in a sinus bradycardia rhythm, no pacing inhibition occurred and no inappropriate tachycardia therapy was delivered. During the revision procedure, the rv lead was found to be dislodged and located in the rv outflow tract. The physician experienced difficulty repositioning the lead, thus it was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood in the base of the helix and the helix fully retracted. Cuts and a puncture in trilumen insulation at approximately 20 cm from is-1 pin were observed. Analysis results found that the cuts and puncture were likely due to removal of suture sleeve and not related to the field allegations. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.